Event description:
Device 1 of 2. Reference MFR report #: 1627487-2021-05944. The pt has two leads (from different lots). It was reported the pt is experiencing overstimulation in her right foot whether stimulation is on or off. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.